Event description:
It was reported that a hispanic female patient underwent primary breast augmentation with 350cc mentor memorygel breast implant on both sides and experienced capsular contracture; baker grade iii/IV on her left side postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. As a result, the device was explanted on (B)(6) 2025. On october 13, 2025, mentor became aware that the patient experienced bilateral capsular contracture; baker grade iii/IV on her left side, and grade ii on her right side and on (B)(6) 2025 underwent bilateral replacement surgery with catalog number 3503754bc; serial number: (B)(6) on the right side, and with catalog number 3503754bc; serial number: (B)(6) on the left side. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. D4: UDI: the expiration date is currently not available since the manufacturing record evaluation is in progress. Therefore, the full UDI is currently not available. Reason for device explant and/or reoperation: right capsular contracture; baker grade ii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. UDI number under field d4 has been updated to (B)(4). This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).